Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that, when starting up the imaging system, the system would not complete the start-up. The system requested that motion calibration be performed and that the system was in stand alone mode. The representative reported that re-calibration of motion resolved the reported issue. No additional information was provided. There was no patient present when this issue was identified.